Manufacturer narrative:
All information reasonably known as of 12-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 240 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown, date/time infusion start: (B)(6) 2017 @ 11:30 am, date/time infusion stop: (B)(6) 2017 @ 9:00 am, date/time incident/defect was noticed: (B)(6) 2017 @ 1:00am. Additional information received via completed questionnaire on 27-sep-2017 stated that the chemotherapy treatment was supposed to infuse over 46 hours, due to empty at 10:00am. However, the patient noted that the infusion ball was empty by 1:00am. Blood also backed up into the mediport needle. The pump was filled in the medical room on (B)(6) 2017 with 240ml 5fu. The patient carried the pump around her waist and was level with the flow restrictor taped to her skin and used in the normal room temperature.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202653305, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
A medwatch report mw5071309 was received from FDA reporting "a 5fu was supposed to infuse at 10 am, infuse at 1 am and blood backed up in tubing". Additional information received from the reporter on 29-aug-2017 stated that the pump was supposed to finish at 10am, but it finished early at 1am. It was also noted that there was blood in the tubing. No patient injury occurred with the event.